Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker battery decreased by about 12 months within a 3 month window. The device was replaced. The patient was stable.

Manufacturer narrative:
Customer complaint of premature depletion was not confirmed. Device was received in normal range of operation. Device image shows that battery voltage never reached eri level during the whole implant period and it also indicated that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies. The device was implanted for 5.80 years which exceeded the device¿s 4.61 year projected longevity and is considered normal battery depletion.